Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis intraperitoneally, every four days with vancomycin; dose and duration unknown. On an unreported date, the patient was retrained in proper aseptic technique. On an unreported date, the peritonitis was resolved, the patient was recovered from the event, and dianeal/extraneal therapies were ongoing. No additional information is available. .